Event description:
Customer reported she has been experiencing low blood glucose when she wakes up. Customer does not think is an issue with the insulin pump but with her basal settings. Customer was advised to speak to her doctor in regards to reoccurring lows. Customer stated blood glucose have been in the 40 to 50 mg/dl range. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.